Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient approximately one month post implant that there was a reader position issue resulting in no telemetry with mycarelink remote monitor for a leadless implantable pulse generator (ipg) and there was an inability to send a manual transmission. Power cycling of the monitor was performed multiple times as a troubleshooting step, both with and without a cloth, and no interferences were noted; the progress bar was filling during attempts. After the last attempt, the patient was referred to the clinic for device interrogation. The leadless ipg and monitor remain in use. No patient complications have been reported as a result of this event.